Manufacturer narrative:
Steris has requested the distributor obtain additional information from the user facility to understand the root cause of the leak. The distributor reported that the customer has not responded to these requests. Based on the description of the event, it is likely that the leak was caused by damage during shipping. It is unknown if the employees were wearing proper ppe at the time of the event. The minncare hd instructions for use (IFU) states, "personal protective equipment (ppe), handlers must wear: goggles or face shield, and protective rubber gloves." The IFU states, "corrosive. Causes irreversible eye damage. Harmful if absorbed through skin. Do not get in eyes, on skin, or on clothing. Avoid contact with skin." The IFU states, "if on skin or on clothing take off contaminated clothing. Rinse skin immediately with plenty of water for 15-20 minutes. Call a poison control center or doctor for treatment." No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn on their hand requiring medical treatment while handling a leaking box of minncare hd. Two other employees were reported to have a minor injury during clean up from the leak; the details of the injury are unknown.